Event description:
The device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: fold creases, wear abrasion, linear opening, yellow particles, white calcification, delamination of plug strap. A leak test was performed and was found one opening. A microscopic analysis identified: a linear sharp opening on anterior side in the same location of crease assessed as fold flaw opening and total delamination of plug strap disk shell assessed as adhesive failure. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp crease opening assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.